Event description:
As reported by our affiliate in (B)(6), a (B)(4) sapien 3 valve was implanted in the aortic position by the transfemoral approach. Post valve implant, a pericardial effusion was seen on echo. A partial annular rupture and an aortic hematoma, that appeared to be stable, were observed. A pericardial drain was placed, and beta-blockers were given. At the time of the report, the patient was alive. The annular diameter measured 23mm x 28.9mm, with a valve area of 0.6. Severe aortic calcification was reported. Per medical opinion, event was due to a severe calcified aorta.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest in addition to the procedure itself, patient factors (advanced age - 86 years, severe aortic calcification) may have contributed to the annular rupture and aortic hematoma. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.